Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 4.9, lab: 6.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.9, reference: 6.2, mean: 5.55, confidence limits: na. The mean of the inratio meter and comparative system inr was calculated. The mean was greater than 5.0 and the difference was greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Previous investigation on strip lot 216969 from another case revealed that criteria for accuracy was met. No further investigation will be pursued. As of (B) (6) 2010, twenty-two discrepant result complaints were reported for lot #216969 yielding a complaint rate of 0.006%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on lot #216969: see scanned table. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of lot 216969 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria. No further action is required.